Manufacturer narrative:
Investigation summary: photo received for investigation, upon observation the boxes are wet. The sterilization date was in (B)(6) 2021 and the customer received the material in (B)(6) 202. When this defect occurs during sterilization process the box aspect is with a water stain, but already dry, because the material follows the gas elimination process in a chamber with a controlled temperature (45º) and stays there for 10 hours. Based on this, we inform that this defect could not be occurred at the manufacturing plant furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the shipping box of bd plastipak¿ syringes luer slip were found wet/damaged. The following information was provided by the initial reporter. The customer stated: upon receipt of invoice (B)(4), a damaged (wet) volume was found.